Event description:
It was reported the programmer is not working. It is not interrogating correctly. It was also reported the programmer stopped interrogating devices after it was used on the first case of the day in the lab. The programmer was replaced. No patient complications were reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) power cord bay damaged. Display cover (bezel) and latch cracked. Stylus bent. Two bullets and logo button are missing. (B)(4) unable to interrogate; rf (radio frequency) head cable replaced.